Manufacturer narrative:
The reported event of an inability to pair post implant was confirmed. Based on the review of the patient application logs, the application was unable to find the implanted device to establish connection. No additional information was available to investigate the cause. No device malfunction was observed in the patient app logs.

Manufacturer narrative:
G8 in initial report should be 2017865-2025-17597.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was reported. There were no patient consequences.